Manufacturer narrative:
Findings: unit received with button error alarm and had unresponsive buttons due to moisture damage keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 80 mg/dl. The customer does not recall any significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer also reported physical damage on the pump but unable to document system too slow.